Manufacturer narrative:
Concomitant medical products: (3)8100; (3)pri tubing; 100ml hospira bag, lot # 60-018-jt, exp. 01 dec 2017, 0.9% nacl injection. Field left blank- no available code for undetermined or unknown cause. The customer¿s report of an overinfusion was confirmed. Physical inspection of the device showed the platen¿s top hinge was broken off. There were no anomalies observed with the primary set. Analysis of the pcu event log shows that at 2:35 pm on (B)(6) 2017 the pump module received a remote IV request for drugid 203 100 mg/100 ml to infuse at 1ml/hr. The infusion ran until 3:15 pm when the device was channeled off. The volume recorded as being infused during this period was 0.616ml. Functional testing was performed and the device was found to be delivering fluid out of specification due to the broken platen post. There were no leaks observed from the primary set. The proximate cause of the overinfusion was identified as a broken platen post at the upper hinge. The root cause of the breakage was not identified.

Event description:
The customer reported that on (B)(6) 2017 at 2:42 pm, a secondary infusion of cardizem 100 mg/100 ml that was intended to infuse at 5 ml/hr instead was found empty in 40 minutes. The patient had an unspecified drop in blood pressure that was treated with dopamine. No lasting harm was reported.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the infusion settings were to deliver 1ml/hour in a 100ml bag. After 40 minutes, the infusion bag was found to be empty. There was no report of patient harm.

Event description:
Biomed reported that the platen was broken at the top hinge. Received a copy of the sus voluntary event report which states: "plate was broken at the top hinge causing over infusion of medication which required administration of a vaso suppressor to support blood pressure."